Manufacturer narrative:
A review of the complaint history for sn (B)(4) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(4) was performed from the date of manufacture, 20-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the medbank application did not load after reboot. A technical support specialist (tss) closed all applications and identified that the station was not auto launching the application after reboot. Tss remoted into remote smart service, restarted the windows update, cleaned up the sick, installed the windows updates and ran microsoft updates. Also, tss performed a final reboot to confirm that the application was auto starting and after ending the application to verify auto launches again after closing the application via task manager. Tss confirmed that the issue resolved. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user observed that after the cabinet rebooted in the morning, the medbank application does not automatically launch, prevented normal access to the system. However, there were no delays or adverse events or injuries reported based on this event.